Event description:
(B)(4). According to the information received, a balloon was pierced on a foley catheter. The device fell out of the patient due to a pierced balloon 3-4 hours after insertion. No injury was found at the meatus and no evidence of hematuria. Hospital staff stated there were no pieces of the balloon in the bladder of the patient.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.